Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, minor scratches on the display window and the display window is worn out. The device did not have a button response due to corroded keypad traces. There was no moisture damage found inside of the insulin pump. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump and moisture damage. Customer advised the insulin pump has fallen into water. Customer advised the display screen is worn out and has many scratches.